Manufacturer narrative:
Clinical investigation: there is no documentation to show a causal relationship between the patient¿s umbilical hernia and pd therapy on the liberty select cycler. However, there is a temporal relationship between pd therapy on the liberty select cycler and the patient exacerbation of their umbilical hernia resulting in incarcerated hernia with hernia repair. Patients on pd therapy are at risk of developing and exacerbating hernia due to increased abdominal pressure and added stress on abdominal muscles. There are no allegations of the hernia being caused by any fresenius product as the patient stated it was pre-existing prior to start of pd therapy in 2016. Based on the available information the liberty select cycler can be excluded as the cause of the umbilical hernia, although the pd therapy itself with use of the cycler most likely contributed to the exacerbation of the umbilical hernia. The patient¿s peritonitis is stated to be attributed to touch contamination as supported by the growth of staphylococcus epidermidis which is part of the normal flora of human skin. Therefore, the liberty select cycler and cycler set can be excluded as causing the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for a replacement cycler and during the call stated that they had surgery three weeks ago. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient went to the emergency room (ER) on (B)(6) 2019 for an incarcerated umbilical hernia (symptoms not reported). The patient was admitted to the hospital and underwent surgery the following morning, (B)(6) 2019, to repair the hernia. The patient was then diagnosed with peritonitis. The peritonitis was attributed to the incarcerated umbilical hernia. The patient was transitioned to hemodialysis post-surgery. Hospital course is unknown including any antibiotic therapy. The patient was discharged (B)(6) 2019 and remains on hd therapy. The patient¿s physicians have concern for the surgical site and possibility of infection if the patient returns to the pd therapy. The patient was said to have had the umbilical hernia all of her life, thus pre-existing prior to the start of pd therapy on (B)(6) 2016. The pdrn reported the umbilical hernia enlarged and worsened over time and resulted in the hernia becoming incarcerated. Prior to the surgery, the patient did not require any changes in pd fill volume or any additional interventions due to the hernia. Additional follow up revealed that the patient's pd effluent cultures were drawn on (B)(6) 2019 which indicated staphylococcus epidermidis. The peritoneal dialysis registered nurse (pdrn) stated that the peritonitis source of infection was touch contamination. The pdrn did not have the treatment medications on hand. The pdrn confirmed the patient moved to hd on (B)(6) 2019. At the time of the report the patient was recovering. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.